Event description:
The customer reported that one of their patients was having runs of vt-triplets (4 bts vt), but the nk system was registering them as pauses. The leads had been changed from lead 2 to lead 1, but they keep falling off when switched in full disclosure. No harm or injury was reported.